Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that they were experiencing chest pain and shortness of breath during dialysis treatment and was admitted to the hospital for congestive heart failure.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. The actual device was returned for evaluation and determined to be functioning according to product specifications. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.